Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio iq meter read inaccurately high compared to a laboratory device. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2020. The patient reported obtaining blood glucose readings of "183 mg/dl" with the subject meter and "114 mg/dl" on a laboratory device, performed within 10 minutes of each other. The patient manages her diabetes with a combination of insulin (20 units protafan and 20 units novorapid on a self-adjusting dose). The patient stated that on (B)(6) 2020 at 9:30 pm, she administered 20 units of protafan and 20 units of novorapid in response to a reading of "above 200 mg/dl" with the subject meter. The patient claimed that 30 minutes later, she became hypoglycemic; she started to "tremble and eyes started to flutter." The patient reported treating herself with food (banana and rusk) and the symptoms resolved. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.